Manufacturer narrative:
(B)(4). Specific date issue occurred is unknown, approximately two weeks ago (week of (B)(6) 2015). The reported complaint was not confirmed. On 15-dec-2015 per the field service representative (fsr): while at account performing preventive maintenance (pms), the ccp mentioned to the fsr that the cooler heater unit was leaking a little water from the bottom during cases. The unit was currently being used on a case. After the case, the fsr pulled unit and removed bottom plate. The fsr could see dried water marks on plate but no active leak. The fsr ran the unit with plate removed in all cycles, but no leaks. He checked all hose clamps and connections in lower section. Only water seen was some condensation on exposed portions of the main tank. The fsr reassembled unit and completed a full inspection. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking a little water from the bottom. The device was not changed out, as they monitored and wiped up small amounts of water. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.